Event description:
Customer reports to have a blank display screen. Customer's blood glucose was 118 mg/dl. After troubleshooting, display screen did return after cleaning battery cap. Customer was advised that battery cap would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.